Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the trunk cable and the cable connecting the distribution node (dn) and rear therapy electrodes were pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cables and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report a damaged cable on a patient's electrode belt.